Event description:
It was reported that a malfunction occurred, identified by a software error. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions from technical support on how to reset the pump and was advised to continue using the device, with guidance to call back if the issue reoccurs.